Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1javn, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the device and lead were pushing themselves out of their body and they had to have emergency surgery on (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1javn, implanted: (B)(6) 2017, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1javn, ubd: 26-jul-2021, (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that the patient¿s healthcare provider has moved, but they had been reporting their issues to them, so they didn¿t know where to go now. It was reported that the patient has had burning in their back and pain in their back since the device was implanted, shortly after, and now they have a knot in their back. They told their healthcare provider about the ¿issue with their back¿ at their follow up checkup, 4 to 6 weeks after implant, but it has increased over the whole year. The patient has had ¿so many ongoing issues with their back¿ and their healthcare provider just rolled it off as something that might happen. It was reported that they had ¿some inflammation that looked almost like a roll of fat back there¿ immediately after implant so their family physician put them on prednisone to get the inflammation to go down. The patient stated that the ¿knot has been about a month since they noticed, and someone said it might be a bone but they felt it and it feels like a wire.¿ they explained that the ¿knot is straight; like diagonal from where the battery pack is and that the knot feels like it¿s a wire,¿ and they think ¿a wire is pushing out of their back.¿ the patient was sent a list of healthcare provider¿s in their area who can work with the implant, and it was recommended that they follow up with a new healthcare provider. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they were still having the back issue si area, even with the device removed and would like specific information on whether it can occur with the implanted system. The patient reported their back issues prior to the device removal, and the day of the call they were diagnosed with pudendal neuralgia. It was noted that the patient had a procedure for that in 2015, prior to the device. No further complications were reported.

Manufacturer narrative:
Product ID 3889-28, lot# va1javn, implanted: (B)(6)2017, explanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued. - (B)(4).

Event description:
Additional information was received via a consumer. It was reported that the patient had an operation a few months before the device implant that required an MRI of their pelvis and showed now signs of si joint injury. Immediately following the implant procedure, the patient noticed back pain; it was noted that the back pain was not consistent until a few months after the implant. The patient asked their doctor about the pain and they were told it was from the procedure. It was reported that the device shocked the patient multiple times and their back was in horrible pain. The patient saw an ortho doctor and was diagnosed with bilateral si joint dysfunction and arthritis after an MRI, and since then, the patient had had 2 si joint injections and was getting ready for a 3rd. It was noted that the patient talked to their doctor about anyone reporting back pains/si joint issues following the device implant and their doctor said they had not heard of this occurring. It was reported that the patient did not have si joint issues prior to the device implant, and a year later, they did. The patient¿s concomitant medical products included no medical devices, prescription medications of albuterol, diazepam, amphetamine, valtrex, and estradiol patch and cream, and over-the-counter medications of turmeric and cbd. No further complications were reported/anticipated.